Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of a leadless implantable pulse generator (ipg), the device continued to exhibit high thresholds despite several attempts to reposition it. In addition, when the delivery system was removed for examination, the physician found that the curve of the delivery catheter appeared to be twisted and unmanageable for implant. The system was removed and replaced. The procedure was completed successfully. No patient complications have been reported as a result of this event.